Event description:
The enterprise stent was used on label. It was used to try and maintain the patency of the parent artery after coils seemed to be herniating into the parent artery. Delayed occlusion of the parent artery occurred a couple of weeks later and was completely asymptomatic. It was also noted that there was a stent thrombosis, but no specific information is available regarding delayed occlusion and stent thrombosis. Additional information has been requested.

Manufacturer narrative:
The implant and event date is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: at the time of procedure when enterprise stent was used, the enterprise stent was delivered in the irregular right pcomm aneurysm with proximal end of stent covering right hypophyseal aneurysm and non-codman coils were used for embolization/occlusion of the aneurysm. There was a tiny focal outpouching of the distal cavernous ica which may represent a tiny distal cavernous aneurysm. This measured approximately 1mm in size. The cervical ica was somewhat tortuous but otherwise normal. Mild atherosclerotic plaque formation was seen in the cavernous ica without significant stenosis. There was a tiny 1-1.5mm right superior hypophyseal aneurysm. There was a larger 10-11mm right posterior communicating artery aneurysm with an irregular appearance. There was a small right posterior communicating artery arising at the base of the aneurysm. No additional aneurysms are noted. A diagnostic catheter was exchanged for a gc was placed within the distal cervical left ica. A prowler lpes was placed within the aneurysm. Subsequently the prowler plus was delivered across the neck of the aneurysm and through it. The heparinized stent was delivered spanning the neck of the aneurysm extending from the carotid terminus, inferiorly into the cavernous ica. The aneurysm was then coiled with non-codman coils using jailing technique. As per the physician, the event was actually not due to the enterprise but to the coils that had migrated out of the aneurysm. Reported that the internal carotid artery aneurysm had previously been treated with a neuroform stent with major reoccurrence of the aneurysm. A balloon assisted technique was being used and as coils were being put in the neuroform stent fish mouthed. After the aneurysm was coiled the coils migrated into the parent artery and essentially closed down flow. The enterprise was placed in an attempt to re-establish flow that was blocked by the coils. There was no problem with deployment of the enterprise, but there was still a channel due to the presence of the coils. After placement of the enterprise although there was not as much caliber, there was still antegrade flow. At one month follow-up the patient was ok, at three month follow-up the patient was having neck pain on the left side. The neurological exam was normal. Ultrasound showed the ica was thrombosed. The neck pain was likely due to the thrombosis and it is possibly phlebitis. The occlusion was due to the coil mass protrusion with the enterprise keeping the vessel open as much as it could and due to the low radial strength of the enterprise it could not keep it completely due to the coils in the parent vessel.

Manufacturer narrative:
Information was received reporting that the enterprise stent was used to try and maintain the patency of the parent artery after noncodman coils seemed to be herniating into the parent artery. Delayed occlusion of the parent artery occurred a couple of weeks later and was completely asymptomatic. It was also indicated that there was a stent thrombosis. It was reported that the aneurysm had previously been treated with a neuroform stent with major reoccurrence of the aneurysm. A balloon assisted technique was being used and as coils were being put in the neuroform stent fish mouthed. After the aneurysm was coiled the coils migrated into the parent artery and essentially closed down flow. The enterprise was placed in an attempt to re-establish flow that was blocked by the coils. There was no problem with deployment of the enterprise, but there was still a channel due to the presence of the coils. After placement of the enterprise although there was not as much caliber, there was still antegrade flow. At one month follow-up the patient was ok, at three month follow-up the patient was having neck pain on the left side. The neurological exam was normal. Ultrasound showed the ica was thrombosed. The neck pain was likely due to thrombosis and it is possibly phlebitis. The occlusion was due to the coil mass protrusion with the enterprise keeping the vessel open as much as it could and due to the low radial strength of the enterprise it could not keep it completely due to the coils in the parent vessel. At the time of procedure when enterprise stent was used, the enterprise stent was delivered in the irregular right posterior communicating (pcom) aneurysm with proximal end of stent covering right hypophyseal aneurysm and non-codman coils were used for embolization/occlusion of the aneurysm. At index procedure there was a tiny focal out-pouching of the left distal cavernous ica which may represent a tiny distal cavernous aneurysm. This measured approximately 1mm in size. The cervical ica was somewhat tortuous but otherwise normal. Mild atherosclerotic plaque formation was seen in the cavernous right ica without significant stenosis. There was a tiny 1-1.5mm right superior hypophyseal aneurysm. There was a larger 10-11mm right posterior communicating artery aneurysm with an irregular appearance. There was a small right posterior communicating artery arising at the base of the aneurysm. No additional aneurysms are noted. A diagnostic catheter was exchanged for a gc was placed within the distal cervical left ica. A prowler lpes was placed within the aneurysm with a jailing technique used to deliver the coils. Subsequently the prowler plus was delivered across the neck of the aneurysm and the heparinized stent was delivered spanning the neck of the aneurysm extending from the carotid terminus, inferiorly into the cavernous ica. The aneurysm was then coiled with non-codman coils using jailing technique. As per the physician, the event was actually not due to the enterprise but to the coils that had migrated out of the aneurysm. The enterprise stent remains implanted. Stent thrombosis/occlusion and injury to normal vessel are known potential adverse events that may be associated with the use of the enterprise vrd or with the procedure. Additionally, coil prolapse is also outlined as a potential adverse event; however, as reported the coils had prolapsed prior to the placement of the enterprise which was placed due to the prolapse. This patient¿s existing demonstrated cerebral vascular disease along with the prior prolapse of the coil mass are factors that appear to have contributed to the reported thrombosis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10053511. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With review of the available information it appears that patient and procedural factors may have contributed to the event with no indication of any enterprise manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.